Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information b5: it was reported when asked why the site thinks this is a device malfunction they replied: "stent is occluded, on x-ray the stent structure appeared normal". Investigation - evaluation a review of the instructions for use (IFU) and manufactures instructions were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, photos of the device were provided and a document based investigation evaluation was performed. A review of the photos confirmed that neointimal hyperplasia within the stent was absent, and the proximal progression of the disease could not have been aggravated by the stent. This evidence points to the occlusion being related to the progressions of disease, not a device failure. The occlusion of the stent only continued through and distal to the stent because of the lack of collateral flow. It should also be noted that there is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, there is no evidence to suggest that the customer did not follow the instructions for use (IFU). Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Please see h10 for additional information.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an endovascular index procedure, a zilver© ptx© stent was placed in the left, proximal superficial femoral artery (sfa). The baseline lesion morphology showed a mildly calcified, de novo lesion with no thrombus present. The inflow tract was patent. There were three patent run-off vessels present. The study lesion was 70 millimeters (mm) in length. The proximal reference vessel was 6mm and the distal reference vessel was 6mm. The percentage diameter stenosis was 90%. There was no difficulties reported using the stents or the delivery system. The patient had a pre-dilation performed using a 4mmx80mm balloon. The inflation duration was 120 seconds. Three days post-procedure, the study leg abi was 1.06. Thirty-three days post-procedure, the study leg abi was 1.2. The study leg rutherford was 0. The patient was hospitalized on (B)(6) 2018 and had a secondary intervention performed. The patient was treated with a bare balloon, drug-eluting balloon, thrombectomy and a change of medication. One hundred eighty-six days post-procedure, the study leg rutherford was 3. The proximal reference vessel diameter was 5.5 mm. The distal reference vessel diameter was 5.5 mm. The minimum lumen diameter was 0 mm. The percent diameter stenosis in the study lesion was 100 %. Per the complainant, based on these imaging findings, it was reported an occlusion/restenosis had occurred that is considered probably related to the device with the following comments: ¿suspected thrombosis 5cm proximal to stent in previously not affected vessel area¿ and possibly related to procedure with the following comments: ¿progression of atherosclerosis possibly induced by interventions¿. It was further reported that the pre-existing condition of diabetes had a contributing factor. The patient remains in the study.